Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device is reading low spo2. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using oth ac and battery power. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. The device passed both manual and preset measurement simulation testing, no issues were identified in regards to measurement accuracy. The device was determined to be fully functional.

Event description:
The customer reported the device is reading low spo2. No patient impact or consequences were reported.